Manufacturer narrative:
(B)(4). Additional information: the device was received and an evaluation was performed to investigate the reported event. A review of the event history log showed no keystrokes, programming, or use related events that could have caused or contributed to the reported issue. A service history review was performed and revealed no issues that could have caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite) and was determined to meet functional and electrical performance specification requirements. A visual inspection was performed with no abnormalities noted related to the reported event. Upon conclusion of the evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the patient death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a myocardial infarction (mi) coincident with peritoneal dialysis therapy. The cause of the mi is unknown. It is unknown if the patient was connected to their homechoice device at the time of the mi. It is unknown if the patient was hospitalized for this event. Treatment for this event is unknown. Peritoneal dialysis therapy was ongoing. It is unknown if the patient recovered from this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The exact occurrence date is unknown; however, this event was reported to have occurred in (B)(6) 2014 should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).